Event description:
It was reported that during a procedure of the mildly tortuous, concentric, mid left anterior descending artery, post predilatation with a mini trek balloon, the 2.25 mm x 28 mm xience v was deployed; however, a distal edge dissection was noted. A second 2.25 mm x 15 xience v was used to treat the dissection. The patient was reported as doing fine and there was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known adverse patient events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.